Event description:
The customer reported that the monitor suffered damages after a fall. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the monitor suffered damage after a fall, where the msl connector and the feet were broken. No patient harm was reported. There is insufficient information about how the device fell (whether it was accidentally dropped, or whether it fell unexpectedly from a mounting solution). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.